Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed noise, high impedance of 2144 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.